Manufacturer narrative:
Device investigation points to a malfunction of the device. The root cause for the device failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. The problems described in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
The user was unable to use the device as loud sounds (e.g. Raised voice or tv) distort and cause high discomfort. The device appeared to function normally at conversational level. Discomfort was described as "vibration of own voice" if lying on the implanted side without wearing any external devices. There is no discomfort if lying on the contralateral side. The device has been explanted. The user was not re-implanted in order to monitor the medical condition reported by the user. Re-implantation is planned for (B)(6) 2020.